Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4). Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.